Event description:
Customer reports that two of their three mch-1000(I) machines (used in the operating room) were found to be contaminated.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer contacted cardioquip stating that two of their devices were found to be contaminated. There was no mention of patient involvement. Cardioquip performed an internal water pathway replacement to get the devices back into conformance.